Event description:
It was reported that the patient presented to the clinic. A 12-lead ECG was done prior to device interrogation. Upon interrogation, a reset message was observed. Following saving to disk, the device reset itself to programmed parameters, with normal function. Could not determine cause of what appeared to be either oversensing or no output during the 12-lead ECG. The device was replaced. No patient complications were reported as a result of this event.